Manufacturer narrative:
The journal article was reported on cmp0130982, medwatch 1825034-2014-08242. Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. Initial reporter - the article was written by m. Van heumen, p. J. C. Heesterbeek, b. A. Swierstra, g. G. Van hellemondt, and j. H. M. Goosen. J orthopaed traumatol, doi 10.1007/s10195-014-0318-7.

Event description:
It was reported that patient underwent initial tha on an unknown date. Subsequently, the patient underwent a two stage revision on unknown dates due to infection. Information was received based on review of a journal article titled, "dual mobility acetabular component in revision total hip arthroplasty for persistent dislocation: no dislocations in 50 hips (49 patients, 10 male & 39 female) after 1-5 years¿. The journal article reports that re-revisions and/or adverse events occurred due to infection.